Event description:
During an endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip did not deploy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear biohazard bag with the open pouch from the lot number provided in the report. The label matches the product returned. A photo of the device pouch was also provided and matches that of the return and report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the clip attached in the closed position. The clip opened and closed as intended. Under magnification, it was noted a deformity was found on the coil catheter (distal end device components), the crimp appears to be in the wrong location. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. Note: after discussion with engineering, a crimp in the incorrect location would not prevent the clip from reopening but would affect the ability to deploy the clip, therefore the event ev-26.10.10 was assigned. The device was returned to the supplier for further evaluation and the following was provided, "upon visual inspection, it was identified that the coil cath was distally crimped. The tabs on the coil cath did not appear to be crimped. Upon opening of the clip, it was identified there was a noticeable gap between the base of the housing and the distal end of the coil cath. Functional evaluation was performed by opening and closing the device. The device was capable of a full 360-degree rotation and maintain the capability to open and close. The device was then tested to evaluate its ability to deploy. The device was not capable of deployment. The investigation identified an apparent assembly anomaly involving the coil catheter, characterized by a distal crimping, uncrimped tabs, and a gap between the house and coil catheter interface. Although rotational and jaw actuation functions remained intact, the device failed deployment testing. The observed conditions are likely due to a loading failure. The assembly was placed with the distal slots of the coil cath on the proximal end of the jaws. Because of this positioning, the crimping jaws were able to make contact on the most distal end of the coil cath during the second phase of the equipment cycle. After operation, the operator should have compared the assembly to specification as instructed in the instructions. Due to both of these contributing factors the reported complaint can be confirmed. Instinct plus manufacturing instructions says 'visually check 100% that the tabs are crimped per [specification], instinct plus coil cath tabs. Perform 100% lightly tug on the housing to ensure housing subassembly does not detach from the coil cath. Scrap any subassembly that fail visual inspection, detaches, partially or completely. The equipment is being evaluated." The device history record was reviewed. This lot was manufactured march 2026. There were no relevant defects noted in the manufacturing/fqc checklists. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The supplier provided the following, "the tabs on the coil cath did not appear to be crimped. The operator should have identified the nonconformance, therefore the root cause has been determined to be human error. Awareness training on this RMA and procedure for instinct plus two-tab bender and instructions, instinct plus coil cath tabs. The device history record was reviewed for relevant defects; no anomalies were noted. The visual and functional evaluation of the device confirmed the customers complaint of did not deploy." The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." A supplier corrective action request (scar) was initiated to further investigate device failure due to coil crimp nonconformance. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a supplier corrective action report has initiated in an effort to reduce occurrences of this nature. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.